Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2026, she went to the emergency room (ER) after believing the sensor was functioning properly and later discovering that it was providing inaccurate readings. No information was provided regarding the patient¿s physical symptoms, whether hypoglycemia or hyperglycemia occurred, the cgm readings, or whether a fingerstick blood glucose comparison was performed. Additionally, details regarding treatment or medications administered at the ER and the duration of the ER visit were not available. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.